Event description:
It was reported that the patient's device "didn't seem to be functioning correctly at the end of the week." It was noted that the patient recharged his implantable neurostimulator (ins) once a week and there was usually 25% of the battery remaining. Starting a couple months prior to the report, the patient's battery was 75% full before recharging. It was noted that the patient had not changed his settings in over a year and the patient never turned his stimulation off. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 399930, lot# j0444426v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with his device or therapy, and was trying to work with his doctor.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that at the end of the week their device didn't seem to have the same effect that it did earlier on. It was noted that after recharging the device felt normal; like it felt at the beginning of the week.

Manufacturer narrative:
(B)(4).